Event description:
It was reported that on an unknown date, a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch generated a leak during patient use. The report stated that the secondary y site line continues not to function appropriately, the rubber plunger presses down and does not come back up, therefore it leaks, and the nurses have to prime another line mid-chemo. The nurses here have been complaining for weeks that their primary plum set line has defective secondary ports. When they attach a second line to the second port (clave y site), the plunger device is not working, and it does not retract, and they have to start another line and prime the new line. The samples are available for return. There was no patient harm reported.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Manufacturer narrative:
The customer returned one used primary plum set for inspection on 8/15/2025. As received, no visual defects or anomalies noted. The set was attached to an ICU medical provided IV bag, primed per packaging directions and an infusion test was performed using an ICU plum pump. An occlusion alarm was generated. The set was leak tested, and a leak was observed. The clave was disassembled, and broken spike and torn seal were observed. The reported complaint leak confirmed. The probable cause of the broken spike is unknown and cannot be determined without return of used mating device. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.